Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise is caused by a component failure of the universal cable, connector cable disconnected is caused by a component failure of the universal cable and the light guide bundle was chipped is caused by a component failure of the light guide bundle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope, gynecologic had a noisy image and the connector cable was disconnected. This issue occurred during inspection for use. There were no reports of patient involvement.